Event description:
It was reported that a user experienced libre 3 plus sensor pairing failures with the ilet after walking away from the charging eyelet; upon rescanning through the app, the user received a ¿sensor already in use¿ message, then acknowledged the prompts and the sensor reconnected during the call, and the user was advised to remain near the sensor during pairing and to watch for pump messages indicating sensor failure or error. Symptoms included no adverse clinical effects. Outcomes included no impact on health and restoration of sensor communication. Investigation included phone-based troubleshooting and user education on correct pairing workflow and proximity requirements. Investigation of this case revealed a communication and pairing issue consistent with user-device distance during the bonding process, with no evidence of device component malfunction once correct pairing steps and proximity were maintained. It was concluded, based on previously established findings for similar reports, that the cause was user-related pairing workflow and environmental/proximity factors.